Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, and d9. Additional information added to field: b5, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of scope communication error (error b30) was confirmed. Based on the results of the investigation, it is likely that the event occurred due to a faulty scope socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use and also during the endoscopic retrograde cholangiopancreatography diagnostic procedure.

Event description:
The customer reported that the light source caused the image to go black and a communication error was shown (error b30). The issue occurred during an endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.